Event description:
A customer reported a problem with the tabletop illuminator system prior to an ophthalmic procedure. There was no patient involvement reported. The customer did not have any additional information to offer on this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).